Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s spouse that ¿the right ventricular (rv) lead seriously malfunctioned. It was pacing at 5% and then all of a sudden it paced at 50% and no one caught it. By the time it was checked, it was seriously malfunctioned and caused the aortic stenosis to worsen and the damage from the cardiomyopathy to worsen. It was a major issue and that's why they turned it off instead of reprogramming it because it was so malfunctioned." The patient¿s spouse noted that the rv lead was left in because they didn¿t want to do an extraction knowing the risks. The rv lead remains in place. No further patient complications have been reported as a result of this event.